Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.